Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 493 mg/dl. Troubleshooting found that the plunger dislodged and customer was having trouble administering insulin. Customer indicated that they would take more insulin to try and lower their blood glucose. Customer declined further troubleshooting.